Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the reservoir leaked around the rubber gum, the bottom gum of it. Customer reported he attempted to bolus and he notice that reservoir leaked. Customer attempted to use two reservoirs from the same lot numbers. Customer's blood glucose was unknown. Customer reported the leaks only occurred when customer attempted to bolus. Customer was advised to clean reservoir compartment on the insulin pump. Customer was advised to perform self test, test was completed.